Event description:
A broken and retained guidewire in the patient's tibia was discovered on postoperative imaging after left knee arthroscopic assisted anterior cruciate ligament reconstruction with patellar tendon autograft, lateral meniscus repair. The guidewire remnant was removed during a subsequent open surgery.